Manufacturer narrative:
Analysis of the catheter revealed that the catheter was incomplete and returned in segments but had acceptable testing.

Event description:
It was reported that the patient had a positive itb test in (B)(6) and the system was implanted. However, the patient experienced less than 50% therapy relief and a generalized increase in spasticity approximately around (B)(6) 2014. Diagnostic testing/troubleshooting included a dye study and catheter access port (cap) test and there was the inability to aspirate drug/cerebral spinal fluid (csf) from the distal catheter. The physician thought it could be due to an epidural mass. The distal segment of the catheter was explanted as the proximal segment was reported as ¿ok.¿ after this procedure the system was ¿ok.¿ the explanted catheter portion was returned for analysis. The pump remains implanted and there were no alleged product issues of the pump. At the time of the report the patient's status was reported as alive-no injury. This device system delivered baclofen. Additional information was requested to verify the patient¿s current outcome, however, no additional information was available at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# 0207960221, implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received confirmed that after the catheter replacement, no other issues linked to the itb therapy had been reported.

Event description:
It was later confirmed that the patient was doing well and receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.